Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. The catheter performed without issue during the first four applications. However, following the first four applications, the physician noticed that the catheter had difficulties deploying into flower and that a lot of resistance was felt trying to move the non-boston scientific (bsc) guidewire. The catheter and non-bsc guidewire were removed from the patient, and it appeared that the deployment mechanism failed as it could not be deployed to a full flower position and the non-bsc guidewire was stuck in place. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is not expected to return for laboratory analysis as it was disposed.